Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the there was no option on opening the drawer. A technical support specialist (tss) dialed into the station and server and monitored that the user workflow on how they were dispensing the medications. Customer informed they restocked the meds and can see it physically in the drawer. The tss verified station communication was stable. Ran report for pr307, but no results were found. Checked pes and confirmed pr307 was not showing there either. Advised customer to have their pharmacist assign and load the medications on the station so they would reflect in the database. Customer later confirmed the issue was resolved and inventory now reflects correctly. The system functioned as intended after the technical support specialist investigate the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, order was showing up but there was no option on opening the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.